Event description:
Same case as MFR ID # 2134265-2013-02325. It was reported that prior to a percutaneous coronary intervention, a shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). The lesion was pre-dilated with an unknown balloon, and prior to stent implant the patient experienced stemi and thrombosis. As the 2.5x24mm promus element plus stent was prepped for use the physician was unable to remove the stylet wire from the device, the physician bent the catheter shaft and the shaft broke near the proximal end of the stent. The procedure was completed with a 3.0x24mm promus element plus stent. One hour following the procedure the patient expired due to heart arrhythmia. The physician does not feel that the implanted stent was a contributor to patient death.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).